Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, lot# n736047004, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign distributor via a healthcare professional (hcp), daiichi, and a manufacturer representative (rep) regarding a patient receiving gabalon (unknown concentration, 200 mcg/day) via an implantable pump for a spinal cord injury. On (B)(6) 2017, a catheter replacement operation was performed and there was no improvement in spasticity after the procedure. On (B)(6) 2017 the catheter was found to be placed in the subarachnoid, also reported as mis-insertion vi a catheter x-ray study (fluoroscopy). It was not placed intraspinal, the "tip of the catheter mis-insertion to under the subdural". A catheter replacement operation occurred on (B)(6) 2017, and only the spinal catheter was replaced. The "catheter was placed to subarachnoid properly". There was an improvement of spasticity immediately after replacement. The attending physician's assessment stated, "during the catheter replacement operation on (B)(6), intraspinal insertion of the catheter was performed and aspiration of cerebrospinal fluid (csf) from the catheter was confirmed, however, the catheter might be like drawing spirals within the spine when insertion and dislocated outside the dura mater. Troubleshooting that occurred was reported as replacement. The replacement of the catheter resolved the issue and no further issues have been reported. Additional attending physician's assessment stated, "it considered to be a problem in the technique about mis-insertion".